Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a tension-free vaginal tape placement, cystoscopy, posterior repair and external anal sphincteroplasty procedure performed on (B)(6) 2011, for the treatment of stress urinary incontinence, grade-4 rectocele and disrupted external anal sphincter. During the procedure, urethral hypermobility was seen, as well as external and sphincter disruption. In addition, the patient tolerated the procedure well and was taken to the postoperative area in excellent condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of may 5, 2011, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.